Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5099064 that a female patient who underwent an unspecified breast surgery with one 325cc mentor memorygel, and the other one unknown silicone breast implants has experienced unexplained systemic symptoms postoperatively, including arrhythmia, bruise/contusion, fatigue, pain, visual impairment, deformity/ disfigurement, and impaired healing. Patient stated that since getting mentor gel implants, she has experienced a health decline. At the time of this report, mentor has received no information regarding explantation or an expected implantation date. This report belongs to one of the two sides.

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the initial implantation was on (B)(6) 2009. The patient name and phone number added to the section e1. Manufacturer¿s reference number: (B)(4).